Event description:
Additional meaningful information obtained indicated that the lead was explanted and replaced. Therapy restored to the patient post-operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced abdominal pain and weakness when stimulation is on. Reportedly, reprogramming was attempted to no avail. Surgical intervention may be undertaken as the next course of action.